Event description:
On friday march 26, 1993 I received a 66 year old male patient, pulseless and apneic, supine on a kitchen floor. CPR was being performed by an emt-a, acting as a first responder, and a CPR certified police officer. The first responder had found the patient sitting on a kitchen chair. During his primary assessment it was determined that the patient was in cardiac arrest. With the assistance of the police officer and family members present this 300 pound patient was moved to the floor and CPR started.after approximately two minutes of CPR the patient was reassessed and found to have a weak carotid pulse. The patient also made agonial respiratory efforts. The patient was continued to receive ventilatory assistance via a demand valve. Approximately on minute later the patient became pulseless and apneic again. CPR was resumed.approximately six minutes after the patient lost consciousness, the initial dispatch was for a cardiac patient feeling weak, the lifepak 300 semi-automatic defibrillator and additional bls personnel arrived on location. The patient's chest was exposed and the fast-patch disposable defibrillation/ECG electrodes were applied using the apex-sternum placement. The patient's chest was hairy. The electrodes adhesion to the chest wall was reassessed and the pads were found to be adhering well in both positions.the defibrillation leads were attached to the device and the pads. During the initial starting of the device the monitor screen indicated to attach ECG electrodes and the ECG reading was asystole. The device was shut off and restarted. At this time the ECG reading was a coarse ventricular fibrillation (vf). The analyze button was depressed on the machine. The device advised to attach defibrillation cables. The cables were removed from the machine and then reattached. The adhesion of the electrodes was reassessed and found to be good. CPR was continued during this sequence. The analyze button was depressed and the device once again advised to attach defibrillation cables. CPR was resumed as trouble shooting continued. The patient was analyzed three more times with the same results. At that time the device was removed. Upon als arrival patient was found to remain in vf and the appropriate therapy was initiated.at the conclusion of this event the device was returned to the headquarters of the bls organization and was evaluated using a patient simulator. The machine correctly analyzed and provided the appropriate treatment in all situations. This retrospective review continued with the defibrillation electrodes. The instructions that accompanied the box of electrodes states "poor adhesion may result if patient has excessive chest hair. Such patients should be shaved/clipped around electrode placement areas." The electrodes used adhered well to this patient, in spite of the excessive chest hair presentinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.